Event description:
It was stated that the customer was treated by the paramedics for low blood glucose levels. It was also stated that the insulin pump gave an error alarm prior to the event. It was stated that the customer was breathing heavily during the night and his wife tried to wake him up, but he was unresponsive. The wife treated him with glucagon and his blood glucose reading was 51 mg/dl after treatment. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.